Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An inventory specialist reported that during an intraocular lens (iol) implant procedure, weak zonules was observed. There was patient contact with the product. Additional information has been requested.

Event description:
Additional information was received indicating the event was not caused by the iol and there was no lens deficiency. The event was caused by the patient having weak zonules.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. Additional information reported in b.5. And h.10. The manufacturer internal reference number is: (B)(4).